Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 6 atmospheres for a few seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 6 atmospheres for a few seconds and a balloon pinhole was noted. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.